Event description:
User received discrepant potassium results for approx 10 pts samples. It was noted all pts ran low, and when repeated, results were in the range of 4.3-4.5 mmol/l. Only the following specific example was provided: initial result 0.2 mmol/l, repeat 4.3 mmol/l. Initial result was not reported. The user changed the sample probe which resolved the issue.